Manufacturer narrative:
This component is not commercially available in the us.

Event description:
Allegedly, patient was revised due to septic loosening.

Manufacturer narrative:
See investigation attached. - attachment: [ripojuly2019signed.pdf].